Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had their device explanted due to an infection which started in (B)(6) 2021. Cultures were performed which confirmed staphylococcus aureus growth. There was discharge from the wound which initially seemed to be lateral to the temporalis but then eventually moved around the implant. The array will be left within the cochlea for re-implantation at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information, the recipient had a delayed infection with fistula in the area of the skin incision that likely spread to the implant site. Microbiological culture results showed staphylococcus aureus. Considering the type of isolated pathogen, the user's pre-existing medical condition, and the proper sterilization of the implant at the time of manufacturing, it can be assumed that the device was not the source of the reported infection. This is a final report.

Event description:
The user had their device explanted due to an infection which started in (B)(6) 2021. Cultures were performed which confirmed staphylococcus aureus growth. There was discharge from the wound which initially seemed to be lateral to the temporalis but then eventually moved around the implant. The array was left within the cochlea for re-implantation at a later date.